Event description:
The patient experienced a "biting" sensation at the lead site. Her neurostimulator was "not working right" and one of the "electrodes lifted". There was no known accident or incident related to this complaint. She was at home in good condition. The company representative confirmed that the patient has an appointment on (B)(6)2010 with her doctor.

Manufacturer narrative:
(B)(4)